Manufacturer narrative:
The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Following unsuccessful balloon angioplasty, a diamondback coronary orbital atherectomy device was used. A vessel perforation occurred during the atherectomy. A balloon was advanced into the vessel for tamponade. The patient was stable following the tamponade and was transferred from the cath lab for observation. The patient was then discharged.